Manufacturer narrative:
Device evaluation: visual and microscopic examination of the device revealed that the hypotube had broken approximately 18.3cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The root cause of the reported difficulty is determined to be handling damage.

Event description:
It was reported that during preparation of a 3.0x28mm taxus liberte stent a shaft break occurred. "The end of the delivery shaft was broken off because of the mis-operating of the physician." There was no patient contact. The physician successfully completed the drug-eluting stenting procedure on the 90% stenotic lesion in the severely tortuous right coronary artery with another 3.0x28mm taxus liberte stent. Patient status is reported as "good".